Event description:
During a laser case, the brass tip detached from the laser fiber and lodged in the pt's trachea. Tip was retrieved with biopsy forceps without incident. MFR previously made aware of this repeated problem, but replacement laser fibers had the same problem. Returned actual device to MFR, along with two other unused laser fibers of a different suspect lot #16-8318-144.